Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, low and decreasing values of impedance and the health care professional was not able to see capture on the interrogation report received from the in clinic device check. It was also reported that the pacemaker's battery voltage and impedance has been variable. The rv lead was reprogrammed, capped and replaced. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.